Event description:
It was reported that the helix wouldn't extend during the implant attempt. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed that the helix disengaged from the helical channel. Full lead was returned for analysis. Further testing revealed blood on helix mechanism and tip seal observation.